Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call that the blood glucose readings were low. Customer states that their doctor wanted to change some of the settings on the insulin pump. Customer also states that they received incorrect reservoir sizes.